Event description:
It was reported that during use of bd max¿ cdiff (us), a false positive patient results with unusual pcr curves were obtained. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ cdiff (us), a false positive patient results with unusual pcr curves were obtained. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (3007420875-2026-00073) should be canceled because it is a duplicate of the following reports: 1119779-2026-00812, 1119779-2026-00813, 1119779-2026-00814, 1119779-2026-00815, 1119779-2026-00816.